Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
Philips has received through the FDA a medwatch report submitted by a customer. In this report, the customer reported that: ¿patient was being prepped to undergo spinal decompression surgery intended to be done at spine level l5-s1. There was difficulty identifying the level of surgery and the surgeon thought that, the c-arm was unstable and this contributed to the difficulty. Initially, the surgeon used a spinal needle to identify the site of the surgery, and then used a curette to stabilize the site. The procedure was performed on l4-l5. Intraoperative fluoro (not read until after the surgery) identified that the spinal needle was at the correct site (l5-s1), but the curette was at l4-l5¿. The patient had to undergo a 2nd surgery to accomplish the intended procedure (spinal decompression with colfax @ l5-s1). Because the customer reported that the patient had to undergo a 2nd surgery, this report is being submitted. Philips has initiated an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. No patient harm has been reported. Philips confirmed with the customer that the device was checked by the trained in-house biomed, who performed a full system checkout, and determined that there were no problems with the c-arm. The customer stated that the provider using the c-arm was moving the c-arm down the patient torso, and took the image before the c-arm was settled. Therefore, the image acquired was grainy and not readable. No system malfunction has been confirmed. No further action will be taken.